Event description:
Patient experienced a transient ischemic attack (tia) 2 hours after inspire system implant surgery. Patient became obtunded and unable to move his right side. Patient was kept overnight for observation and released the following day. As of (B)(6) 2021, patient is fully recovered.

Event description:
Physician concluded that the tia was not related to the inspire surgery or the inspire device.